Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site (B)(4). The device was not returned for analysis. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two other perclose proglide referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with three proglide devices, via a 6f sheath using a pre-close technique, prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, all three devices had cuff misses. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique the sheath was upsized to 18f and the tavi procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of the fourth and fifth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.